Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were re-seated. The voltage was adjusted and the ffb board connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not boot up. Also the high voltage cable was damaged and there was a noise when the c-arm was moved in ap and lateral. No patient injury was reported.